Event description:
It was reported that, "the outer blister pack; there is a tab that is stuck in the inner blister pack and the outer blister pack."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.